Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; specific value was not provided. The customer consumed carbohydrates to address the low blood glucose level. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.